Manufacturer narrative:
The device was received for evaluation. During review of the event history log a system error 2002 (monitor motor stall) was observed. The cause was determined to be fluid inside the lvp mechanism and the lvp mechanism requires replacement to address this issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, the event history log review identified a system error 20602 (monitor motor stall). No additional information is available.